Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesions were located in the severely tortuous and moderately calcified distal right coronary artery (rca) and atrioventricular (av) branch. A 2.00mm x 20mm emerge¿ balloon catheter was advanced for pre-dilatation. The av branch was dilated first and the device was pulled back and advanced to the distal rca. However, during the 3rd inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.